Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to urinary incontinence. As a result of the mesh being implanted, the patient immediately suffered pain in her pelvic region. Also, she has ongoing pelvic pain, recurring bacterial infections, vaginal odor and cannot engage in sexual relations without discomfort. The patient has undergone surgeries, hospitalization and sustained permanent & debilitating injuries. She continues to experience problems with incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy due to sui. It was reported that patient underwent mesh in-office trimming on (B)(6) 2009 due to mesh exposure and dyspareunia. No additional information was provided. (B)(4).